Event description:
The patient was assessed to transfer using the sara flex. She had been successfully transferring with the sara flex. On saturday (B)(6) 2024 the patient was no longer able to support herself as well causing the sling to ride up under her arms. The transfer from the toilet was completed. The patient complained of sore upper arms. Later she was transferred to the hospital and was demonstrated that she had vascular injury of the upper arm. The patient sustiend chest wall hematoma that required hospitalization